Event description:
Spontaneous. Patient reported leaking extension set at the filter. Patient did not save tubing or the packaging. Lot number is unknown. Patient switched to another extension set and successfully continued infusion. No interruptions in therapy, no adverse events resulted. Life-sustaining medication. Replacing extension tubing. Tubing is not available for investigation. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? No; is the actual tubing available for investigation? No; did we [MFR] replace the tubing? Yes; did the pt have add'l tubing they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.